Event description:
The log file also showed an ebb not installed alarm on (B)(6) 2024.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of only one of the pump running light emitting diodes (leds) being illuminated was confirmed via analysis of the returned system controller. The reported event of a backup battery not installed alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned system controller. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing multiple system controller self-tests were performed and the controller passed each time; however, it was observed that only one of the pumps running leds would illuminate and only half of the yellow wrench indicator was illuminated. The returned system controller was disassembled to inspect the internal components revealing that the user interface (ui) ribbon cable had become partially dislodged from the connector on the ui housing; this would result in the reported event. The ui ribbon cable was then reseated, and the issue resolved. Upon performing additional system controller self-tests, all leds illuminated each time without any issues. A log file was submitted and downloaded for review and data from the reported event dates of 03dec2024 ¿ 05dec2024 were reviewed. The log file captured a backup battery not installed alarm on (B)(6) 2024 at 11:34:33 due to the backup battery circuit fault and backup battery memory tag fault being active. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The reported event of one of the pump leds not illuminating was determined to be due to the ui ribbon cable becoming partially dislodged and the connector; however, the root cause of the ribbon cable becoming partially dislodged could not be conclusively determined through this analysis. The root cause of the reported backup battery fault alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The heartmate 3 patient handbook and the heartmate 3 patient instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Only one green arrow of the pump running circle was illuminated. The patient was given a new controller.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that only one green arrow of the circle was illuminated. They were able to perform a self-test. The patients modular cable had multiple twists and kinks. Log files were sent for review. There was no evidence of any type of driveline electrical conductor issue in the log file.